Event description:
A pt reported having a reaction on 1/29/97 related to wearing the headgear for his nasal CPAP system. He reported that he went to the emergency room, was treated for an allergic reaction and released. He began using the headgear again and reported the reaction occurred a second time on 2/2/97. He again sought treatment at the emergbency room, was treated and released. Followup with the pt's dr revealed the pt experienced a urticarial reaction. The pt was given prednisone, tagamet and benadryl. The pt is now using a different type of headgear with no reports of continuing effects.